Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the scs system did not provide effective pain relief to the patients' desired pain areas. In addition, contraindicative testing was required. As a result, surgical intervention was undertaken on (B)(6) 2016 during which time the entire scs system was explanted, hence the issue is resolved.